Event description:
Patient underwent heart cath and arterial closure using angioseal vascular closure device. Approximately two(2) weeks later, patient admitted for complaint of exertional claudication. Cta showed intraarterial deployment of the angioseal collagen plug and subsequent occlusion of the femoral artery necessitating surgical femoral artery embolectomy and repair. Surgery successful and patient had uneventful recovery.